Manufacturer narrative:
Information was received via published literature: behery, et al. ¿cementless versus cemented tibial fixation in primary total knee arthroplasty.¿ the journal of arthroplasty. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported in a journal article that after a knee arthroplasty that the patient experienced pes anserine bursitus.